Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes returned to manufacturer on: 16-nov-2022. Investigation summary: one photo, three used samples, and five representative samples were received by our quality team for evaluation. From the returned photo, a used 20g needle was observed. The safety mechanism was attached to the cannula hub without being fully activated. The team was not able to clearly see a catheter defect from the returned photo. The used samples were subjected to visual inspection and no abnormality was observed. The representative samples were subjected to visual inspection and penetration testing. All samples passed the inspections, and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd venflon¿ pro safety peripheral safety IV catheters had plastic irregularities on them. The following information was provided by the initial reporter, translated from dutch: "plastic irregularities are also seen on the ferrule."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd venflon¿ pro safety peripheral safety IV catheters had plastic irregularities on them. The following information was provided by the initial reporter, translated from dutch: "plastic irregularities are also seen on the ferrule."